Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Type of procedure: lap chole. Event description: clipping duct/artery. The device seemed to deliver clip every other actuation/plastic to plastic. Same as the event on the 19th january that was reported. Patient status: fine. Intervention: carried on using, just had to keep deploying until a clip was released.

Manufacturer narrative:
On january 26, 2024, applied medical issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall. 2027111-01/26/24-001-r.

Event description:
Type of procedure: lap chole. Event description: clipping duct/artery. The device seemed to deliver clip every other actuation/plastic to plastic. Same as the event on the 19th january that was reported. Patient status: fine. Intervention: carried on using, just had to keep deploying until a clip was released.